Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: boston scientific transseptal needle, st. Jude medical sl1 8.5 french sheath, brite tip 9 french sheath. (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis and protamine. Both epicardial and endocardial approaches were used. After epicardial ablation and during endocardial mapping, the patient became hypotensive and a tamponade was confirmed via echocardiogram. A pericardiocentesis was performed and yielded 700 cc of fluid. Protamine was administered for heparin reversal. Patient was reported to be in stable condition. Physician indicated that the patient was doing well the following morning. There is no information regarding extended hospitalization. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with a boston scientific transseptal needle. Sheaths in use were a brite tip 9 french for epicardial access and a st. Jude medical sl1 8.5 french for transseptal access. Generator was set on 20 watts (not titrated). Overall ablation time and last ablation cycle time at the site of injury was not reported, as the site of injury is unknown. Irrigated catheter flow was set at 8 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained in an unknown range. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no error messages reported on any bwi equipment during the procedure. Biosense webster does not recommend the use of its devices in the epicardial space.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/17/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a female patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis and protamine. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, deflection test was performed and the catheter passed. An irrigation test was performed and the catheter failed, irrigation tubing was found filled with reddish brown material; however no damage was observed on the irrigation tubing that might contributed to this condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed during irrigation test; however this condition is not related to the cardiac tamponade reported. The root cause of the cardiac tamponade cannot be determined. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Based on the available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes.